Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was performing the surgery as per usual. After clipping the cystic artery and vein, he placed the device across the cystic duct and proceeded to clip. The clip closed on the duct, and failed to release. The doctor could not get the device to release the tissue. The theatre scout nurse rang me, and I advised them to manually open the handle. The doctor managed to open the clip applier. Surgery was prolonged fifteen minutes. The clip applier was replaced with another device and the case was completed without further delay. There were no adverse consequences to the patient.

Event description:
The customer reported, the 12 lead ECG interpretation was incorrectly showing the waveform.

Manufacturer narrative:
(B) (4). (B) (4). Jaws unable to open_open after assisted, anti-backup failure the analysis results of the device found that it was received with the jaws in closed position. The trigger was manually assisted in order to open the jaws and feed the clips; one pear shaped clip was released. The device was cycled, it fed 3 clips with gap, 3 conforming and then, the jaws remained in closed position. The trigger was manually assisted and one pear shaped clips was released. The device locked out as intended but the orange indicator was beyond its intended position.a batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.